Event description:
The (B)(4) indicated that approximately one week post index procedure, the patient (15-2) had a thrombotic event. The patient has no previous history of subarachnoid hemorrhage. The patient was admitted after recurrent endovascular treatment. The wfns was 0 and the mrs was 1. The location of the aneurysm was in the left middle cerebral. The aneurysm was sidewall, measuring 3.8mm sac height, sac width 6mm and neck of 5mm. A 22mm enterprise stent was placed at the site with a dual microcatheter placement. No balloon was utilized. Followed by placement of three non-cordis coils coils ultipaq : f57751, coils helipaq : f53231, & coils micrusphere: f50703. The procedure was stopped because treatment was achieved without an adverse event. There was a residual aneurysm. During the procedure the patient received heparin, and clopidogrel and aspirin pre, intra, and post-procedure. The mrs was 1 after the procedure. The one month follow-up indicated that the patient's mrs was 1, and reported the adverse event of thrombotic event occurring approximately ten days after the index procedure.

Event description:
It was reported that a 3.0mmx98cm guide wire was incorrectly packaged as a 2.8mmx80cm guide wire resulting in a delay of surgery of over thirty minutes. Patient outcome: no adverse effect reported as a result of this event.

Event description:
Per the audiologist, the patient was hit in the head at the implant site. The results of an integrity test (B) (6), 2009 indicate a device failure.explant and reimplantation is planned, but had not taken place at the time of this report august 26, 2009.

Manufacturer narrative:
Per the patients's surgeon, the device was explanted on (B) (6), 2010 and the patient was reimplanted with another device during the same surgery. (B) (4).

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4)